Event description:
Physician reports the intraocular lens was removed and replaced due to the patient's observation of a grey shadow nasally and blurry distant vision.

Manufacturer narrative:
Completed by the manufacturer. Visual inspection confirmed the lens met all manufacturing and engineering specifications, no abnormalities were found. Optical evaluation showed the lens met diopter and resolution criteria. There have been no other complaints received for lenses manufactured in this batch.